Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The automated impella controller (aic) will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. During impella cp support, placement signal issue occurred. Team stated that automated impella controller (aic) displayed placement signal not reliable message, with ps signal visible but erratic for a short time until it disappeared completely. It was noted that when pump was dropped to p2, signal returned. Physician disconnected and reconnecting white cable with no effect. Transferred to a different aic, which corrected the issue.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the ¿placement signal not reliable¿ alarm was a defective optical pressure measuring unit.